Event description:
Information received notes that the lead revision procedure had to be abandoned due to unrelated procedural complications and the lead remains implanted.

Manufacturer narrative:
Correction: product erroneously reported in b5 as explanted.

Event description:
It was reported, during remote follow up. That the right ventricular lead exhibited oversensing, due to noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.